Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A product sample was received for evaluation. Visual and functional testing were performed. Physical observation showed worn block assembly, line cord, corroded drain fitting, and cracked tank cover. Started with a visual inspection then filled tank with water, attached temperature check, plugged in line cord, and turned on the power switch. Attached and detached a disposable several times. The micro switch is bent therefore it triggers the alarm when a temp check or disposable are installed. The root cause of the reported issue was determined to be customer damage. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
It was reported the device gave an alarm "check disposable". No patient involved.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms # (B)(4). No problems or issues were identified during the device history record review. Two samples were received in used conditions without their original packaging, decontaminated inside in a plastic bag. Visual inspection was performed at 12 to 16 inches under normal conditions of illumination. The sample didn't present any damage, scuffs, pinch marks, cracks, crazing, etc. Could cause the failure mode reported. During the functional testing, the samples were fully primed and connected without difficulty, the pump was set running and no alarms were activated. The complaint was not confirmed. The root cause was unable to be determined. No actions taken were performed since the complaint was not confirmed.